Event description:
On (B)(6), 2012, pt was implanted with natrelle silicone breast implants during breast reconstructive surgery. Approximately a year later, she suffered from severe pain and disfigurement of her left breast. She went back to her oncologist fearing that her breast cancer had returned. On (B)(6), 2014, during a scan of her breast it was discovered that her left breast had ruptured. She alleges that she later reviewed her medical records and found that it was noted she had a left sided intracapsular rupture during the initial implantation. A few months later she noticed that the right breast looked and felt as the left. She continues to have pain and has an appointment to see a new plastic surgeon next week.